Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is patient. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a removal of broken synthes distal femur locking plate and all broken screws, takedown of left distal femur nonunion and conversion to a distal femoral replacement as a single stage procedure. Irrigation and debridement of deep periprosthetic joint infection of the left knee was performed. On (B)(6) 2017, the patient was attempting to stand while watching television and suddenly felt dizzy. She does not remember fall but does remember unconscious for less than 30 minutes. She denies any other symptoms aside from pain in her left leg. She denies headaches, changes in vision, nausea, vomiting, abdominal pain, changes in stool or urine habits. She experienced occasional dizzy spells upon standing and that she had a gi bag. On (B)(6) 2017, the patient had a ppm insertion and found to have distal dvt with no role for anticoagulation. On (B)(6) 2017, the patient underwent a left femur open reduction and internal fixation due to a left femur periprosthetic fracture and was implanted with 14-hole left lcp curve condylar plate by synthes. On (B)(6) 2018, the patient with recent orthopedic surgery was transferred from the orthopedic service for further management. The patient was being evaluated for acute ischemia following her recent surgery. The patient likely had demand ischemia due to significant anemia likely due to blood loss and received a blood transfusion . This complaint involves ten (10) devices.). This report is for one (1) unk - screws: trauma. This report is 6 of 10 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: d3: updated. G1: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: patient height reported as 5 feet. B6; b7. D1, d2, d3, d4, g4-510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the unk - screws: locking had no signs of issue. X-ray images provided shows a plate and screw construct at the left distal femur with signs of a non-union fracture of the bone and plate at the mid-distal section, there are two cortex screws visible that are not within the plate holes since they appear to be parallel to the plate surface. Since only a lateral x-ray view was provided, it cannot be determined if the screws migrated from the plate or were independent lag screws used for fixation. As this construct was implanted in (B)(6) 2017, replaced in (B)(6) 2018, and the density of the bone appears to be brittle and not well defined, it is mostly probable that these factors may have contributed to the adverse event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - screws: locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b4: updated awareness day. D6a: updated implant date. D6b: updated explant date. H6: updated codes. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate